Event description:
Product returned by rep, report indicating explant due to loss of capture and replacement with a competitive lv lead. Comments: "no capture, diaphragmatic stim, replaced w/easy track ii, r-waves 14mv, capture at 2.1v @ 1.0ms."